Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller con095577 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event the reported event was confirmed. The device was related to the reported event and the device malfunction caused or contributed to the reported event. The probable root cause was esd damage at the blue serial data port/connector. This issue was addressed via an internal manufacturer's investigation and a field safety notification. Heartware has opened an internal investigation to address this issue. The notification indicated that esd is a known risk for electronic equipment and identified techniques to reduce exposure to esd. The instructions for use (IFU) and patient manual also addressed esd awareness and controller alarm management. The notification instructed patients to reduce the risk of esd by avoiding dry environments, certain fabrics, and materials such as silk clothing and carpeting, electronic devices prone to static electricity, and certain activities such as vacuuming and removing clothes from a dryer. Patients were instructed to carry backup controllers at all times and are trained on how to perform a controller exchange in emergency situations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The perfusionist reported that the patient came to the clinic and his controller was not recognized when connected to the monitor. The results were the same with a different monitor. The patient's controller was exchanged. It was reported that there was no effect on the patient.